Event description:
Same case as MDR ID: 2134265-2015-00201. It was reported that a burr became stuck on wire. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified unspecified vessel. A rotablator rotational atherectomy system and a rotawire¿ were selected and advanced to treat the target lesion. During withdrawal, while removing the device with dynaglide mode, it was noted that the device got stalled and the wire failed to be removed. The procedure was completed with another of the same rotawire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).